Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted; give date: not applicable, lens remains implanted. Initial reporter name: unknown, information not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records and related documents for the production order of the device were reviewed and no discrepancies were found during the mrr (manufacturing record review). The manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that only one additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the post-operative evaluation revealed a deviation, value of the refractometer from the target value was -5 diopter (they used 20.5d lens, but post operation value was around 25.5d). Initially, it was indicated that there is a possibility that the account explants the lens. However, later, it was reported that due to corneal edema (reportedly not likely to be related to the lens), the lens has not been removed and the patient is under observation. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was observed that in section h6 patient code 3191 was inadvertently entered in the initial report. Additional information: additional information indicated that the lens was explanted on (B)(6) 2020. A replacement lens (model is unknown) of lower diopter (15.0 or 15.5 d) was used. It was noted that the original lens was discarded. After replacement, the patient (76 year old) is satisfied with their visual acuity without reflex shift. It was reported that the kerato value before and after the operation was significantly different. The following fields were updated accordingly. Section a2: age/date of birth: 76 yrs. Section d7: if explanted, give date: 8/23/2020. Section h6: method code: 4115. Section h6: patient code 3191 - explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.